Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post-implant check, the right ventricular lead was found to be dislodged, and was confirmed via x-ray. The lead was removed and replaced that same day. The patient was stable post-procedure.